Manufacturer narrative:
(B)(4). The device was returned and evaluated. Visual inspection, leak testing, clear passage testing and a clamp function test were performed with no issues noted. The device was also used in a simulated therapy, but there were no issues found. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during use. The home patient (hp) was connected at the time of the alarm. The alarm occurred in the middle of the night and the hp ended the therapy in drain 3. The hp was going to complete the therapy using manual exchange. The technical service representative (tsr) had the caregiver (cg) review the alarm log, which showed that the se 2240 occurred. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.